Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 228796 / 246292, model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing vaginal stimulation. The patient underwent an scs explant procedure.